Event description:
It was reported by the (B)(4) study that the left ventricular (lv) lead had no capture on telemetry. A chest x-ray revealed the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported by the surescan post-approval study that the right ventricular (rv) lead had no capture on telemetry. A chest x-ray revealed the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event. It was further reported that the rv lead had intermittent t-wave oversensing. The lead was reprogrammed and remains in use. The patient is a participant in the surescan pas study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).